Event description:
It was reported that the patient was revised due to a broken post on the articular surface. The patient experienced pain and instability for six months prior to the revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.